Manufacturer narrative:
Additional information was received with the operative report on 9/11/2019. In addition to the left sided capsular contracture reported previously, the patient also experienced a seroma of the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/30/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade IV capsular contracture concomitant products: 650cc mentor memorygel breast implant, catalog #: 3505650bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation with a 650cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture post procedure. The breast had hardened. The capsular contracture was diagnosed by a physician. As a result, the device was explanted on (B)(6) 2019.